Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in threshold and pacing impedance values over the course of seven years. The rv lead thresholds rose to high values. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.